Manufacturer narrative:
Investigation summary: bd received 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for open package and missing shelf label was observed. For bulk tubes packaged in eps trays and shrink-wrapped, the shrink wrap may become damaged if the knife which cuts and seals the shrink wrap is not hot enough or has debris on it. Compromised shrink film is a cosmetic defect which does not negatively impact the safe and effective use of the tubes. The shrink wrap is present to ensure the tubes stay within the eps tray; it does not form a sterile barrier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open package and missing shelf label. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced no label/missing label information. The following information was provided by the initial reporter. The customer stated: plastic packaging tear and no label.